Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The father reported via phone call that the customer received a button error alarm. The customer's blood glucose was 302 mg/dl. The father reported the insulin pump may have been exposed to moisture from the rain. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No button error alarms were noted. However, the pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage was noted on the electronics or motor noted. The pump was unable to prime during the prime test due to a faulty force sensor. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarms were noted. The motor passed the motor test. The pump had minor scratches on the display window and a cracked reservoir tube lip.